Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the relay mirror was defective and the console displayed a red screen. The fse proceeded to replace the first-channel second reflector and after this, no further issues were identified during service, and the console was confirmed to be fully functional. It is likely that the defective relay mirror was causing the low power, leading to the reported event. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations.

Event description:
It was reported that before procedure the physician found low energy. Due to this, the procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that before procedure the physician found low energy. Due to this, the procedure was completed using the original device. There were no patient complications.